Event description:
During service, the manufacturer's field service engineer found the external batteries failed testing. The fse noted the external batteries were also swollen and overcharging. No patient involvement.